Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During preventive maintenance company rep found display has 1/4" permanent horizontal grey line. Replaced display, replaced the battery at 4 year interval. Field service engineer replaced scroll compressor and filters at 5000 hr interval complete preventive maintenance. Unit calibrated and passed all functional and safety tests per factory specifications and returned to customer and cleared for clinical use.

Event description:
During a routine preventative maintenance (pm) a company representative found that the display had a horizontal grey line across the lower portion of the screen about 1/4¿ long. The display information was not affected. There was no patient involvement, therefore no adverse event was reported.

Event description:
During a routine preventative maintenance (pm), a company representative found that the display had a horizontal grey line across the lower portion of the screen about 1/4¿ long. The display information was not affected. There was no patient involvement, therefore no adverse event was reported.